Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation : investigation summary: lot number history review / DHR review. Lot number unknown; therefore lot history and DHR review could not be performed. Based on no photo/ no sample, the investigation concluded: unconfirmed: bd was not able to confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion : lot number history review / DHR review lot number unknown; therefore lot history and DHR review could not be performed. Based on no photo/ no sample, the investigation concluded: unconfirmed: bd was not able to confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: no root cause can be determined as no samples or photos were received.

Event description:
It was reported that a bd 15 g bd¿ interlink® lever lock cannula was found leaking. It is unknown when the leakage occurred. No report of injury or medical intervention was reported